Event description:
It was reported that three (3) em2400 valve sets were leaking from the port 2. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to e1: initial reporter e-mail: (B)(6). Correction made to f10/h6: health effect - impact codes: replace f26 with f27. Additional information was added to h4, h6 and h10. H4: the lot was manufactured between november 09, 2021 to november 10, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.